Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Customer attempted to load a new cartridge and successfully filled a new one to resume insulin delivery. A replacement cartridge was sent to the customer to maintain satisfaction.